Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was revised on (B)(6) 2024 for an unknown reason. The patient was in stable condition.